Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3888-45, lot# va034q2, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-45, lot# va00tcq, implanted:(B)(6) 2013, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
The consumer reported via the device manufacturer's representative (rep) that the patient requested reprogramming. The patient stated he was able to feel paresthesia in his back but not in his legs. His right leg sciatica had become nearly unbearable. He has turned up the amplitude for programs for his legs but no paresthesia. The patient has 1x8 lead implanted epidural space tip t9 plus 2x4 quads implanted subq over right and left si joints. The patient was previously reprogrammed by the same rep on (B)(6) 2015 and had been having very effective pain relief in the right leg until about ten days prior to this date. The patient took a trip to (B)(6), did not lift anything > 25 lbs. He did not have any falls or slips with near false. It was "like, all of a sudden the stimulation was no longer in the right leg." The patient had to resort to increasing oral pain medications and resting much more frequently to cope with the increased pain. Impedance check reveals that electrodes 8-15 (epidural lead) was all >10000 and two subq electrodes (#2 and 4) were 10000. Checking epi lead by programming guarded cathode ante running down entire lead at 10.0 volts produced no paresthesia. The patient had back pain relief from working electrodes subq leads. The managing physician was notified. The rep will schedule the patient for a surgery consult with the implanter. It was unknown what led to the event. The issue was not resolved at the time of this report. There was no surgical intervention that occurred. It was unknown if a surgical intervention was planned. The patient was being referred to implanted hcp for surgery consult. Surgery was not scheduled as of this report. Additional information reported the patient was scheduled for a lead revision on (B)(6) 2015. If additional information is received, a supplemental report will be submitted.

Event description:
Additional information received from the manufacturer's representative reported the healthcare provider (hcp) made the decision to replace the entire system at the revision surgery. The leads, extension, and implantable neurostimulator (ins) were explanted. Per the hcp, no visual damage was evident.